Event description:
It is reported that upon arrival and inspection of the inserters by sales representative, it was noticed that the interference fit grub screw ball bearing was loose instead of being in a fixed position to enable to engage /disengage leaver to work properly. This could pose a potential problem of the grub screw ball bearing loosening further during a procedure and entering the surgical wound when a cpt stem was being inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.